Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error more than two month prior to the call. The patient's blood glucose level was unknown at the time of the call. The customer stated that they will not discontinue pump use. The customer did not have time to troubleshoot the issue but they decided to send the product back for analysis.

Manufacturer narrative:
The insulin pump was received with no motor error alarm during our testing noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests also, passed motor test. The insulin pump has cracked reservoir tube, belt clip slot and minor scratched display window.